Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician experienced resistance while advancing the cat6 into a non-penumbra sheath; consequently the tip of the cat6 became crushed. Therefore, the sheath and the cat6 were removed, and the procedure was completed using a new non-penumbra sheath and a new cat6. There was no report of an adverse effect to the patient.

Manufacturer narrative:
PMA/510(k): 160533. Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.